Event description:
It was reported that the zimmer meshgraft ii was not meshing correctly. Add'l clinical f/u received on (B)(6) 2010 indicated that the mesher was noted to have bent tips on the spikes that make the cuts thru skin. Hosp staff was not sure if this was observed prior to procedure. The graft was not cut through completely all over. Some of the area was ok, but other areas surgeon had to use knife to make holes since the spike blades did not go thru the skin. The initial graft was used, and no additional graft was harvested.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.